Manufacturer narrative:
Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during an unknown procedure. According to the complainant, after the procedure, the patient presented with vaginal bleeding, pain and swelling. Furthermore, the patient underwent subsequent surgeries to remove all or part of the sling. Attempts at follow up have been unsuccessful.